Event description:
An international distributor reported that during an intervention, the AED sn (B)(6)switched off during CPR. After removing the battery several times to restart it, the AED remained unresponsive, with only the metronome working. No analysis or shock could be initiated. They reported that the patient did not survive to hospital.

Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6)shows the AED was powered on for an event on 2024/04/01 lasting 1,498 seconds (25 minutes) and included 12 analysis periods. Contrary to the initial report ,the AED advised and delivered one shock to the patient and at the end of the event file, the AED was powered off by the user. There was no evidence in the log file that the AED powered off during the event. Defibtech has provided our review of the event to the distributor and has requested clarification from the distributor / customer to understand the difference between the customer's complaint and what the AED had recorded. Defbtech intends to continue this investigation in order to understand the the details surrounding the reported 2024-04-01 event. Should additional information become available a follow-up MDR shall be submitted.